Event description:
It was reported that "the catheter was found broken during use on the patient." No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer. Inspections during production: ureter stents were inspected within final inspection operation by manufacturing operators per the applicable work instruction. Stents were 100% inspected for: correct throughput inner diameter of catheter tip forming holes, pigtails. Any damage, loss of function or resistance during insertion would be detected during manufacturing inspections and the catheter would be scrapped. The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Customer complaint regarding ureter stent product was reported. As the lot number of the defective products was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause for this complaint cannot be determined based on an unavailable defective device. As the root cause was not determined, no corrective/preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the catheter was found broken during use on the patient." No patient harm or injury reported.